Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6). Failure (event) observed during analysis. Final analysis found that the insulation was abraded at 25.1 - 26.0 cm, 33.8 - 34.3 cm and 34.7 - 34.8 cm from the distal tip due to friction to the device can and at 41.2 - 41.4 cm due to friction to a another device.